Manufacturer narrative:
This report is filed, march 3, 2016. The implanted device remains.

Event description:
Per the clinic, a keloid formed around the abutment site and became infected; the patient was prescribed a three week course of oral antibiotics. Subsequently on (B)(6), 2016, the patient underwent a surgical procedure to have scar tissue and excess skin excised; during the same procedure, the abutment was removed. On (B)(6) 2016, the patient was prescribed a ten day course of oral antibiotics. The implanted device remains.